Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 8.0 mg/ml and bupivacaine 24 mg/ml, doses not reported via an implantable pump. The indications for use were chronic low back pain and spinal pain. On (B)(6) 2019 it was reported that during routine end of life pump replacement, the collet on the sutureless connector broke away from connector on the spinal segment side. The pump segment was removed in its entirety and the catheter cut at spinal segment, distal to pump where the collet broke away. A new connector and pump segment implanted. Csf (cerebral spinal fluid) easily aspirated from cap (catheter access port) after catheter connected to pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.